Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that according to the service manual, the issue was related to the front-end board. The customer has not chosen to repair the unit at this time. If any further information is provided, the complaint will be reopened and processed accordingly.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power-on electrical test failed, code #12. The incident was found during pre-use inspection. Hence, there was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site address name, full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.